Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedance measurements on this right ventricular (rv) lead. Further testing was recommended by technical services (ts). No adverse patient effects were reported. At this time, this device remains in service.